Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, ab-no; evidence of non-functionality, ab-no; external damage to lcs/cs housing, ab-no and external physical damage, ab-no. Functional tests & results: blade not enerizie/cut correctly, ab-no; lcs/cs jaw not open/close correctly, ab-no and lcs/cs not rotate/latch correctly, ab-no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Both of the returned devices were received in good condition. Both of the devices were tested and both were found to be fully functional. There were no anomolies noted with the power level delivered or with the devices making hissing noises. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the devices were used during a laparoscopic nissen, dissection of the short gastric vessels. It was reported by the affiliate that the or staff assembled the uc and had difficulty with the harmonic scapel, the surgeon felt that the power being delivered by the handpiece to the lcs15 was at a lower level and there was an inordinately high level of air flow (hissing) escaping from the handpiece at the connection of the handpiece to the lcs15. The scrub nurse tried to troubleshoot the problem. She reinstalled the lcs15 to no avail. She then installed the test tip. She then installed a second blade sys to no avil. A new hp050 was then pulled and the sys seemed to function better. The surgeon encountered some bleeding from the short gastric vessels dissection and div, and ended up using a combination of allport and surgicel to regain hemostasis. The surgeon continued on with the procedure and later had to convert due to the difficulty of achieving a wrap and the renewal of bleeding. The products will be forwarded once rec'd. The procedure was extended by 1 + hrs. Add'l info rec'd on 09/17/97. It was clairified that the procedure was converted to an open procedure.